Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa). Right femoral access access was used to attempt to advance the supracore guidewire (gw) to the target lesion; however, resistance was noted with the guide catheter (gc). Therefore, the gw was removed and resistance was also noted and the gw became stuck with the gc. The guidewire and guide catheter had to be removed as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another supra core guidewire was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulty during advancement/removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.